Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st april 2026, it was reported by a distributor via an email that for 1 unit of ar-11794l, suture cutter, open ended left notch, ø 4.2 mm, it was unable to cut as the pin has come loose. This was detected during a rotator cuff repair on (B)(6) 2026. The procedure was completed successfully by using a different suturing technique. Since the procedure was nearing completion, there was no complication and no patient harm.